Event description:
Customer reporting one discordant sars result. Customer states they are asymptomatic and was positive with the qv test but negative with another brand rapid antigen test. No confirmation testing was performed.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.